Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6)) displays fault 16 (timeout moving to take-up position) and the lifeband would not retract was confirmed during functional testing and archive data review. When an error message is displayed, the lifeband will be unable to retract. The root cause for the fault code was due to a motor controller board failure, likely due to a failed component. Visual inspection was performed and found no physical damage to the returned autopulse platform. The archive data review showed the occurrence of fault 16, thus confirming the reported complaint. During initial functional testing, the platform failed to execute the take-up due to the displayed fault 16, thus, confirming the reported complaint. The motor did not move at start up. The brake gap was checked and verified to be within specification. The motor controller board was replaced to remedy the fault code and to perform further testing. Unrelated to the reported complaint, user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was observed. The load cell characterization test verified a failure of single point load cell module #2, likely due to a failed component. Load cell #2 will be replaced to remedy the issue. Upon service completion, the platform will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (B)(6).

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported their new autopulse platform (B)(6) displays fault 16 (timeout moving to take-up position) during tests. It was found during troubleshooting. The customer was testing the platform by putting a knee on the platform. Zoll tech support advised this method of testing is not recommended as it fails to achieve the take-up position. It was recommended a manikin be used for testing. The customer phoned back and indicated the unit was tested with a manikin however fault 16 came back. It was further reported the lifeband doesn't retract. No patient involvement.